Event description:
A complaint was received from respiratory therapy reporting that during clinical use, the device touchscreen did not respond when attempting to adjust settings; the expected behavior was adjustment of settings upon touch, but no response occurred. The device was not in use on a patient at the time of the event, and no patient harm was reported. User impact was inability to use the device. Evaluation verified no response to touchscreen input, and the display test performed via the service diagnostic and test tool failed, confirming a device malfunction. The display was replaced in accordance with the ev300 trilogy service manual to address the issue. Following replacement, all required diagnostic tests passed, confirming proper operation.